Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to pain in groin area on the right side where the reservoir is implanted, the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new ambicor inflate device consisting of a 20cmx14mm cylinders and pump were implanted. It was added that the patient had parkinsons with manual disability. Should additional information be received, a supplemental report will be submitted.